Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye noted a punctured/damaged over pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic overpouch packaging of a capd disconnect y set was damaged. The damaged packaging was noticed before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available